Manufacturer narrative:
Reference#: (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
Physician reported patient experiencing chest pain post bravo procedure. Bravo capsule was retained. Physician successfully removed bravo ph capsule with cold snare technique without complication.